Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure (batch no. 859467-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included human papilloma virus infection. Previously administered products included for an unreported indication: depo provera from 2008 to (B)(6) 2012. Concurrent conditions included vaginal discharge, burning micturition, cystitis, urinary frequency, cramp in lower abdomen, blurred vision, chest pain, leg pain, shortness of breath, urinary incontinence, degenerative disc disease and dysuria. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, gabapentin since (B)(6) 2018, ibuprofen since (B)(6) 2014, norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2014, nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes urinary incontinence"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), bladder disorder ("bladder or urinary problems or changes") and back pain ("lower back area pain"). The patient was treated with metronidazole, sulfamethoxazole; trimethoprim (sulfamethoxazole and trimethoprim) and trazodone. Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary incontinence, urinary tract infection, dyspareunia and back pain had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Patients received treatments for pain, bleeding and bladder/ urinary problems. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 859467-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included human papilloma virus infection. Previously administered products included for an unreported indication: depo provera from 2008 to (B)(6) 2012. Concurrent conditions included vaginal discharge, burning micturition, cystitis, urinary frequency, cramp in lower abdomen, blurred vision, chest pain, leg pain, shortness of breath, urinary incontinence, degenerative disc disease and dysuria. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, gabapentin since march 2018, ibuprofen since june 2014, norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2014, nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes urinary incontinence"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), bladder disorder ("bladder or urinary problems or changes") and back pain ("lower back area pain"). The patient was treated with metronidazole, sulfamethoxazole;trimethoprim (sulfamethoxazole and trimethoprim) and trazodone. Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary incontinence, urinary tract infection, dyspareunia and back pain had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 & (B)(6) 2014. Patients received treatments for pain, bleeding and bladder/ urinary problems. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: depression. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pelvic pain, lower back pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginitis, bladder or urinary problems or changes, bladder or urinary problems or changes urinary incontinence, dyspareunia (painful sexual intercourse) and uti were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.